Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported on (B)(6) 2026, during PICC placement for a cancer patient, the outpatient nurse discovered the guidewire tip was fuzzy and rough to the touch while opening the peripherally inserted central catheter. The nurse replaced it with a new seton catheter to complete the placement. No other information was provided.